Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with status post l3 to s1 posterior spinal fusion with implant failure (loosening). L3-l4 non union instability. Lower back pain due to instability and failed implants. Failed back syndrome and underwent following procedures: exploration of the fusion mass. Removal of the implants. L3 to s1 re-instrumentation. Posterolateral fusion on l3 to s1. L3-l4 transforaminal interbody fusion. Local autologous bone grafting. Intraoperative fluoroscopy. Local injection of 30 ml of 0.25% marcaine, 1% lidocaine without epinephrine for post op pain control. As per op-notes,¿ I put, prior to placement of the screws, a strip of bmp 1 cm in width inside the pedicle and then packed it bone chips and then placed the screws in. Therefore, I decided to use a 25*12 mm in height peek tlif interbody cage, which was filled with bmp and chips of autologous bone graft inside the cage wire. Before the placement of the cage, I irrigated the area well and placed first corticocancellous chips in the area with two 1cm wide strips of large bmp inside the disk space and covered with more corticocancellous chips, and then the cage was introduced. I placed the bone graft for posterolateral fusion using first a layer of autologous local cancellous bone graft with strips of 1mm wide large bmp covered with the autologous cancellous chips, and covered with 5m of demineralized bone matrix. I approached the l5-s1 level on the right side where the gap between the transverse processes and lateral mass was obvious. I decorticated that area and then placed the bone graft in the same fashion, using a layer of autologous bone graft with a strip of bmp with a layer of autologous bone graft and some demineralized bone matrix on top of that.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.